Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The most likely cause is patient factors.

Event description:
Follow-up echo approximately 1 month post treatment: there is a 25mm bioprosthesis in the mitral position with normal motion and elevated transvalvular gradients and mean gradient of 8mmhg.

Manufacturer narrative:
Added information to b5.

Event description:
It was reported a clinical trial moment is patient with a 25mm 11400m mitral valve, implanted for one (1) month, 12 days, was found to have thrombus on tee. The patient was treated with heparin and eliquis. Follow up tte demonstrated 25mm 11400m mitral valve with normal motion and elevated gradients. Per medical records, patient was admitted to the hospital for new onset atrial fib/flutter with rvr, anticoagulation, and possible cardioversion. Tee demonstrated a 7 x 3 mm mobile echo density on the atrial side of the inferolateral bioprosthetic mitral valve annulus consistent with thrombus or vegetation. Patient without any signs of infection, low suspicion for vegetation. The mitral valve peak velocity is 1.9 m/s. The mitral valve peak gradient is 14 mmhg with a mean gradient of 8 mmhg. Patient was treated with heparin and amiodarone infusions and converted to nsr spontaneously (before cardioversion was performed). He was discharged home on eliquis and aspirin 81mg qd. Follow up tte demonstrated 25mm 11400m mitral valve with normal motion and elevated transvalvular gradients. Follow-up echo approximately 1 month post treatment: there is a 25mm bioprosthesis in the mitral position with normal motion and elevated transvalvular gradients and mean gradient of 8mmhg. Tte two (2) months, 15 days, post implant demonstrated mild stenosis with a mean systolic gradient of 7.4 mmhg.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a clinical trial patient implanted with a 25mm 11400m mitral valve one (1) month, 12 days, was found to have thrombus on tee. The patient was placed on eliquis and heparin. Patient to follow up in 6 weeks. Patient also has a 23mm 3300tfx implanted one (1) month, 12 days. Per medical records, patient was admitted for rate control, anticoagulation, and possible cardioversion. Tee demonstrated a 7 x 3 mm mobile echo density on the atrial side of the inferolateral bioprosthetic mitral valve annulus consistent with thrombus or vegetation. Patient without any signs of infection, low suspicion for vegetation. The mitral valve peak velocity is 1.9 m/s. The mitral valve peak gradient is 14 mmhg with a mean gradient of 8 mmhg. Patient was treated with heparin and discharged from hospital on anticoagulation medication (eliquis).